Event description:
A malfunction with code malf 21 was reported, and there were no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.